Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump using provided information, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if any further malfunction occurred.